Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during an unknown phase of their treatment. Prior to discovering the fluid leak, the following message was displayed on the patient¿s cycler: ¿make sure heater bag is on heater tray¿. The patient discontinued the treatment and completed their pd therapy by performing a manual exchange. It was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if necessary. When the patient opened the cycler door to remove the cassette, fluid was observed leaking out. After informing ts of the fluid leak, the patient was advised to discontinue use of the cycler and a replacement cycler was issued to the patient. No visible damage was found on the cassette. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported fluid leak. It was confirmed the patient¿s pd nurse was notified of the event. During follow-up, the patient confirmed receiving their replacement cycler. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded. The patient was unable to provide a lot number for the cycler set.